Manufacturer narrative:
Zoll has received the zoll catheter for investigation on 10/25/2017. A supplemental report will be filed when the product investigation has been completed.

Event description:
An icy catheter (lot# 73495) was placed in a male patient (in comatose) without issue. The target temperature was set to 33° celsius on max rate. After 12 hours of temperature management therapy, the attending health care professional (hcp) observed during the patient's cooling phase that 1500 ml of saline was lost. The patient's temperature noted at this time was 33.7 °c. Per reporter, there were no signs of leaks nor did the thermogard xp console (sn: (B)(4)) alarm. The primary catheter was replaced with another icy catheter and the temperature management therapy was ultimately completed. There is no report of patient consequence as a result of the issue. The patient remains in coma.